Event description:
Physician was performing a laparoscopic cholecystectomy. It was noticed that the non locking grasper was missing part of the clamping mechanism after pulling out of body. Physician was able to identify and remove the missing piece from the body cavity. No harm came to the pt.